Event description:
It was reported to boston scientific corporation in 2008, that a resolution hemostatic clip device was used during an esophagogastroduodenoscopy (egd) procedure on two days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the clip deployed without fully closing. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Examination to the returned device segment, the resolution clip deployer, revealed that the clip had been deployed. The clip assembly was not returned; without the clip, no further investigation could be completed and the cause of the reported malfunction could not be determined. The june 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.